Event description:
Patient reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally >500 mg/dl). Her normal blood glucose range was 100-150 mg/dl. She stated that she noticed air bubbles and continued to use the infusion device. Patient reported that she observed the air bubbles in 2006 after changing the infusion set tubing and the insulin cartridge. She indicated that she did not believe the air bubbles were in the cartridge, as she is "always careful" when filling the cartridge with insulin. Patient stated that she administered insulin injections to address the elevated blood glucose level. She switched to her backup infusion device. Patient indicated that she switched boxes of infusion sets and her blood glucose returned to normal. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.